Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, during initial preparation, the physician minimally moved the slider to verify the farawave configurations (basket and flower). The catheter barely returned to the linear position. While performing ablation on the left pulmonary veins, the physician attempted to switch the catheter to linear configuration; however, the catheter did not respond to slider movement. To address this, the physician applied force to advance the catheter inside the faradrive. Additionally, the guide wire did not pass smoothly through the catheter. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, which showed no abnormalities. The catheter was not returned with a guidewire, so a known good guidewire was inserted into the catheter without difficulty. In addition, they were able to move the guidewire back and forth through the catheter's guidewire lumen and the catheter's array was able to be deployed without difficulty. Based on all the available information boston scientific concluded there was no problem detected with the returned catheter. The allegation could not be reproduced through investigation and no other defect was found with the returned catheter. The cause of the issue seen in the field could not be determined.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, during initial preparation, the physician minimally moved the slider to verify the farawave configurations (basket and flower). The catheter barely returned to the linear position. While performing ablation on the left pulmonary veins, the physician attempted to switch the catheter to linear configuration; however, the catheter did not respond to slider movement. To address this, the physician applied force to advance the catheter inside the faradrive. Additionally, the guide wire did not pass smoothly through the catheter. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis.